Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular ¿ lv lead exhibited failure to capture. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Analysis found that a complete lead was returned in one piece measuring 86.1 cm. Electrical tests did not find any shorts or discontinuities on any of the conduction paths. The lead connector passed insertion testing into the implantable cardioverter defibrillator (ICD) device and the is-4 connector sleeve. Dimensional analysis of the connector boot was within the product specification.